Event description:
Caller reported receiving a cgm error identified as error 42, indicating an unknown sensor type. There was no adverse impact to the customer¿s blood glucose level. Technical support provided comprehensive instructions for resetting the pump, but the patient was unable to perform the reset immediately due to not having the necessary cable and will do so when possible, planning to call back if further assistance is needed. Upon follow-up cts provided complete pump reset information. Cts walked caller through pump reset. Cgm error code did not display on the pump after reset. Caller successfully started their sensor session.